Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act button was not working properly. The customer's blood glucose was unknown at the time of incident. It was reported that the act button needed to be press several times to respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and esc buttons responded intermittently due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.